Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench testing, defib cycle, and full functional testing without duplicating the report. The multifunction cable, multifunction cable receptacle, and CPR adaptor were replaced as a precaution. The device was recertified and returned to the customer. The electrode pads used in the event were not returned for evaluation. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate a 65-year -old male patient, the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.